Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was rece iving a 30 mg of dilaudid at an unknown dosage via an implantable pump for non-malignant pain and chronic low back pain. On (B)(6) 2017, it was reported that, on (B)(6) 2017, the patient's pump began alarming. The pump logs were read and it was determined that a low battery reset, reset, and safe state had occurred. No symptoms were reported. It was noted that the pump was included in the population of devices containing a battery manufactured between 2011-jan-01 and 2011-jun-30. Additional information was received on (B)(6) 2017 from the manufacturer's representative. The initial reporter and the patient's drug concentration was provided. It was reported that the patient's pump was scheduled to be replaced. It was reported that the pump alarms were reset and the patient was scheduled for the quickest pump replacement possible. The pump was put into minimum rate and the patient was prescribed oral meds for withdrawal symptoms. Additional information was received on (B)(6) 2017 from the hcp via the manufacturer's representative. It was reported that the patient was hospitalized for withdrawal symptoms the weekend prior to the notified date ((B)(6) 2017). When the rep met with the patient, they were starting to feel better as they were through the "harsh part". It was unknown what medications were prescribed to the patient, but the intent was to "lee" the patient's pain at a normal level until a new pump could be imp lanted. Additional information was received on (B)(6) 2017 from the manufacturer's representative. The rep reported that they could not confirm the patient was prescribed oral medication to supplement the medication that they were receiving from the pump, the rep heard this information in passing from a nurse practitioner. The rep again reported that the patient did have a hospital stay due to withdrawal symptoms. The rep confirmed that neither they nor anyone from the manufacturer was notified of this prior to the visit to the patient on (B)(6) 2017. The representative also provided an alternative contact information for the patient's healthcare provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The pump malfunctioned and caused the patient to go into withdrawals. The pump was put in minimum rate and the patient had been prescribed orals until a new pump could be implanted. The pump was replaced (B)(6) 2017. The explanted pump will be returned to the manufacturer. The issue was resolved. Patient status was alive - no injury. The pump was delivering morphine 30mg/mg; 10 mg/day. Other medications patient was taking at time of the event were not obtained and not available. Patient weight and medical history was asked and will not be made available

Manufacturer narrative:
Logs showed the pump was delivering morphine 35.0 mg/ml. The pump was returned, and analysis found high resistance in the battery. Analysis also found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. (B)(4) no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported they thought there was something wrong with the pump back in (B)(6)2017 and ended up in the hospital because her battery was bad. The patient stated pain started in (B)(6) and got better after her pump was replaced and her dosage was increased.